Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the reported system error was a failed processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in august 2008 and is over 17 years old. Additionally, the customer's reported complaint of both head restraint wires on the top cover being broken was confirmed during the visual inspection. The observed issue appeared to be due to user mishandling. The top cover was replaced to remedy the issue. During a further visual inspection, it was observed that the front enclosure was cracked and that the load plate cover showed a noticeable cut. These physical damages were unrelated to the reported complaint and appeared to be the characteristics of user mishandling. To resolve these issues, the affected components were replaced. The archive data could not be downloaded due to a failed processor board. The platform and the diagnostic service pc established brief communication, during which the apvision3 software identified system error 136 (internal parameter corrupted), confirming the reported issue. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The processor board was replaced to remedy the reported system error. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message. In addition, both shoulder straps on the platform were observed to be broken. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.